Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient noticed an increase in the pump's power consumption and contacted the vad coordinator. The vad coordinator disconnected and reconnected the driveline and restarted the pump. The power consumption dropped to normal levels again. No further information was provided.

Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusions: the reported events could not be confirmed through this investigation, as no log files were available for evaluation. Although a root cause for the reported increase in power consumption could not conclusively be determined through this evaluation, the patient has a history of current sense issues as documented through MFR. #2916596-2020-01154 and MFR# 2916596-2020-03395. These events also presented as increased power consumption that resolved with power cycling (system controller exchanges). The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further issues have been reported at this time. The hm3 lvas IFU explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. The IFU and the heartmate 3 patient handbook explain all system alarms, including the lvad fault alarm, and the recommended actions associated with them. Both of these documents also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for mlp-004106 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.